Event description:
As part of a retrospective complaint review associated with an investigation of low impedance events, the events in this complaint investigation were assessed for the possibility of a short-circuit condition in the implanted lead. Based on clinical symptoms and the diagnostic history of the pt's device, this file was found to be possibly related to a short-circuit condition. It was reported that the pt was experiencing a mild cough during stimulation. The physician stated that the event was definitely related to stimulation, but was mild.

Manufacturer narrative:
Device failure is suspected.